Event description:
It was reported by customer biomed, while outside of clinical use, the v60 touchscreen was not functioning as intended. No reports of harm/injury to user or patient. Investigation is ongoing.

Manufacturer narrative:
H10: the customer reported to the remote service engineer (rse) that the touchscreen was not working at the top of the display screen. The rse provided the part number and price of the replacement touchscreen to the customer for repair upon request. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 06/28/2023, 07/07/2023 and 07/13/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.